Manufacturer narrative:
Patient ID, date of birth/age and weight were not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records (DHR) review was completed for part# 414.840, lot# l213285. Manufacturing location: (B)(4), manufacturing date: nov 30, 2016. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The DHR review has shown that this screw was made out of blank 414.040.999 with lot h181585. Device history records (DHR) review was completed for blank part# 414.030.999 lot# h184806. Manufacturing location: (B)(4), manufacturing date: moved to blank storage on sep 13, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Components part 23018 lot 7890367 meet specification. (B)(4) material was received from (B)(4). (Supplier lot: h21768). Certificate test report and received from (B)(4) for titanium ingot meet specification. (B)(4) material receiving/put away checklist meets requirements. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, two cortex screws broke during insertion in a periprosthetic case. Both screws were inserted in to cement mantle. The procedure was successfully completed using the locking portion of the hole with locking screws. The surgery was not prolonged and no screw tips were left in the patient. The patient outcome was reported as fine. This report is for one (1) 4.5 mm cortex screw. This is report 2 of 2 for com-(B)(4).